Manufacturer narrative:
Previous drainage at driveline reported under MFR report number: 2916596-2021-00812. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a swab of the driveline that grew staph aureus and the patient was started on oral doxycycline on (B)(6) 2018 after the patient reported the return of drainage. The patient reported 3 days of clear drainage on (B)(6) 2019 and was started on 2 weeks of oral keflex.